Manufacturer narrative:
The medical center discarded the impella pump product. No benchtop analysis is possible to lead to root cause. The team did not furnish any images of the valve anatomy or surgical report. Should more information be shared that leads to root cause, a final report will follow. The failure mode will be monitored and trended.

Event description:
The medical center placed an impella 5.5 via direct aortic access when in the operating room for mitral valve and bypass (CABG) surgery. The support was for just over 7 days when explanted. At the time of pump explant, there was new damage to the aortic valve. The patient was suffering from new regurgitation, and found to have damage to the non-coronary cusp. The team had aortic valve replacement to remedy the issue.